Event description:
It was reported that a pt was being referred for surgery due to the device extruding from the pt's chest. The pt later developed a staphylococcus aureus infection at the generator site. Add'l info received revealed that the pt had the generator and lead removed due to the infection. The extrusion of the device was due to the pt repeatedly rubbing at the chest incision site until the wound opened and the device extruded. An infection then developed at the chest incision site which was treated with vancomycin and zosyn. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.